Event description:
Customer reported receiving a sensor error. Customer stated that he was on his third sensor and felt that the issue was related to the transmitter. Customer stated that he took too much insulin, resulting in a blood glucose reading of 50 mg/dl. He treated with glucose tablets. Customer found no damage on the connection bridge of the transmitter. A test plug procedure was run and showed that the transmitter was not functioning properly. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failed transmitting due to damaged cow catcher corners and damaged contact pin.